Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported there was a hole in the cuff. The tube was tested/visually inspected prior to use. The patient was reintubated more than once with different unspecified brand, model and size of tubes. No other details were contained in the report. Covidien has requested additional information.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and a cut in the inflation line was confirmed. Manufacturing controls are in place to detect cuts in the cuff and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was a hole in the cuff. The tube was tested/visually inspected prior to use. The patient was reintubated more than once with different unspecified brand, model and size of tubes. No other details were contained in the report. The customer was not able to provide any further information.